Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device was returned to the factory on 07/21/2020. An investigation was conducted on 07/28/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw, but remained attached at the base and tip of the hot jaw. The gray silicone insulation on both the hot and cold jaw was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. Why using the vh-3500 to harvest vein they noticed that the "electrode/cautery device started separating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.